Event description:
It was reported that the anesthesia workstation was triggering breath and alarm indicating high airway pressure was found in logs. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The anesthesia machine was investigated by the hospital's bio-medical department and according to the information provided, the reported triggering could be reproduced. A system checkout was performed and failed the auto ventilation leakage test. Further investigation revealed that the leakage could be located to the absorber valves. The issue was resolved by replacing the absorber valves. Our conclusion is that the replaced absorber valve was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation.